Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), abdominal pain ("severe abdominal pain") and bipolar disorder ("bipolar") in a 29-year-old female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included caesarean section (5) and tubo-ovarian adhesion. Previously administered products included for an unreported indication: cambia from(B)(6) 2018 to (B)(6) 2018, oxcarbazepine from (B)(6) 2018 to (B)(6) 2018 and nexium from (B)(6) 2015 to (B)(6) 2018. Concurrent conditions included morbid obesity, procedural pain, endometriosis, judgement impaired and hyperplasia. Concomitant products included ibuprofen for dysmenorrhea, oxcarbazepine and sumatriptan (imitrex) for migraine and headache, oxycocet (percocet) and vicodin for pain and amitriptyline, buspirone hydrochloride (buspar), trazodone and valproate semisodium (depakote) for post-traumatic stress disorder, bipolar disorder, anxiety and depression. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ abnormal menstrual pain / dysmenorrhea"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2009, the patient experienced alopecia ("hair loss / hair loss") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("anxiety"), bipolar disorder (seriousness criterion medically significant) and post-traumatic stress disorder ("ptsd"). On (B)(6) 2011, the patient experienced vaginal discharge ("irreguar vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain") and bladder injury ("complication of device removal(bladder got nicked)"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full),) and surgery (total abdominal hysterectomy, bilateral salpingectomy, lysis of adhesions and incidental cystotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue, headache, weight increased, depression, anxiety, bipolar disorder, post-traumatic stress disorder and abdominal pain lower outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia and vaginal discharge had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2009, plaintiff sought medical treatment regarding the afore mentioned symptoms. Left bisected tube, total length of 4.7 cm, right fallopian tube overall length is 5.5 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), fatigue, headaches, pain, psychological /psychiatric problems: ptsd, bipolar, anxiety and depression, weight gain,bladder injury. Lot number, concomitant disease, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), abdominal pain ("severe abdominal pain") and bipolar disorder ("bipolar") in a 29-year-old female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included caesarean section (5) and tubo-ovarian adhesion. Previously administered products included for an unreported indication: cambia from (B)(6) 2018 to (B)(6) 2018, oxcarbazepine from (B)(6) 2018 to (B)(6) 2018 and nexium from (B)(6) 2015 to (B)(6) 2018. Concurrent conditions included morbid obesity, procedural pain, endometriosis, judgement impaired and hyperplasia. Concomitant products included ibuprofen for dysmenorrhea, oxcarbazepine and sumatriptan (imitrex) for migraine and headache, oxycocet (percocet) and vicodin for pain and amitriptyline, buspirone hydrochloride (buspar), trazodone and valproate semisodium (depakote) for post-traumatic stress disorder, bipolar disorder, anxiety and depression. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ abnormal menstrual pain / dysmenorrhea"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2009, the patient experienced alopecia ("hair loss / hair loss") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("anxiety"), bipolar disorder (seriousness criterion medically significant) and post-traumatic stress disorder ("ptsd"). On (B)(6) 2011, the patient experienced vaginal discharge ("irreguar vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain") and bladder injury ("complication of device removal(bladder got nicked)"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full),) and surgery (total abdominal hysterectomy, bilateral salpingectomy, lysis of adhesions and incidental cystotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, fatigue, headache, weight increased, depression, anxiety, bipolar disorder, post-traumatic stress disorder, abdominal pain lower and bladder injury had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, bladder injury, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2009, plaintiff sought medical treatment regarding the afore mentioned symptoms. Left bisected tube, total length of 4.7 cm, right fallopian tube overall length is 5.5 cm diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), abdominal pain ("severe abdominal pain") and bipolar disorder ("bipolar") in a 29-year-old female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included caesarean section (5) and tubo-ovarian adhesion. Previously administered products included for an unreported indication: cambia from (B)(6) 2018 to (B)(6) 2018, oxcarbazepine from (B)(6) 2018 to (B)(6) 2018 and nexium from (B)(6) 2015 to (B)(6) 2018. Concurrent conditions included morbid obesity, procedural pain, endometriosis, judgement impaired and hyperplasia. Concomitant products included ibuprofen for dysmenorrhea, oxcarbazepine and sumatriptan (imitrex) for migraine and headache, oxycocet (percocet) and vicodin for pain and amitriptyline, buspirone hydrochloride (buspar), trazodone and valproate semisodium (depakote) for post-traumatic stress disorder, bipolar disorder, anxiety and depression. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ abnormal menstrual pain / dysmenorrhea"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2009, the patient experienced alopecia ("hair loss / hair loss") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("anxiety"), bipolar disorder (seriousness criterion medically significant) and post-traumatic stress disorder ("ptsd"). On (B)(6) 2011, the patient experienced vaginal discharge ("irreguar vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain") and bladder injury ("complication of device removal(bladder got nicked)"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full),) and surgery (total abdominal hysterectomy, bilateral salpingectomy, lysis of adhesions and incidental cystotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, fatigue, headache, weight increased, depression, anxiety, bipolar disorder, post-traumatic stress disorder, abdominal pain lower and bladder injury had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, bladder injury, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2009, plaintiff sought medical treatment regarding the afore mentioned symptoms. Left bisected tube, total length of 4.7 cm, right fallopian tube overall length is 5.5 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 12-jul-2018: pfs received. Events pelvic pain female, abnormal bleeding (vaginal), fatigue, headaches, weight gain, depression, anxiety, bipolar, ptsd, lower abdominal pain and complication of device removal(bladder got nicked) outcome updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ abnormal menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irreguar vaginal discharge"). The patient was treated with surgery (underwent a hysterectomy, essure and uterus removal). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2009, plaintiff sought medical treatment regarding the afore mentioned symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.